Manufacturer narrative:
Additional reporter phone no.(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp solution set leaked. The leak was observed at "the base of the priming chamber where the tubing inserts/connects to the priming chamber." The event occurred during patient gemcitabine infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.